Event description:
Reportedly, while the device was being used to perform routine patient monitoring, power spontaneously shut off and then back on again. The reporter stated there was no compromise to patient care resulting from this observance.